Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the available information, it is not possible to establish a definite root cause for the reported event. However, based on the documents review performed, no manufacturing deficits were identified. Since it is reported that the device top hat s5-023 was replaced with a smaller size (top hat s5-021), it is possible that the explant was due to an initial oversizing of the device. Furthermore, the manufacturer did not receive any further complaints or allegations of a device malfunction from the site. Should additional information received in the future, a follow up report will be submitted.

Event description:
The manufacturer was informed by the device tracking department that a top hat s5-023 was implanted and explanted on (B)(6) 2019. The patient ultimately received a top hat s5-021. Additional information received from the site confirmed that the patient had a bicuspid aortic valve, ascending aortic aneurysm and symptomatic calcific aortic stenosis. No information on the reason for the intraoperative explant was provided.

Event description:
The manufacturer was informed by the device tracking department that a top hat s5-023 was implanted and explanted on (B)(6) 2019. The patient ultimately received a top hat s5-021. Additional information received from the site confirmed that the patient had a bicuspid aortic valve, ascending aortic aneurysm and symptomatic calcific aortic stenosis. No information on the reason for the intraoperative explant or on the patient outcome was provided.